Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was elevated. The customer would change the cartridge, infusion tubing and site after receiving an alarm. As the supplies had been changed and the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the alarm.